Manufacturer narrative:
The insulin pump passed the self-test, displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The no delivery alarm functioned properly during the basic occlusion test and occlusion test. The insulin pump had a scratched display window, cracked reservoir tube lip, cracked battery tube threads and blackdot/bleeding lcd glass. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 400 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they did not feel well, their blood glucose was high and the insulin pump did not alarm. Troubleshooting for cosmetic damage was performed. Customer advised there was a black dot on the display screen and a no delivery alarm in the status screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.